Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing was kinked event on (B)(6) 2024. The infusion set was in use for two day. The patient replaced infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been tubing is damaged (e.g. Kinked, deformed, twisted, collapsed or pinched). The batch 6008164 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 03 and wi guidance for functional testing for complaints area version 02 for the tubing is damaged (e.g. Kinked, deformed, twisted, collapsed or pinched). Complaint investigation: test results: visual test according to wi version 3 on reference samples, reference samples passed the test. Functional (flow test) test according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6008164 was manufactured according to the wi version 115 manufactured in the line 9, on 10/jul/2024 with a total of (B)(4) units. Glue tubing DHR review: the lot 4g00590 was manufactured according to the wi version 64 manufactured in the machine sc03, on 08/jul/2024 with a total of (B)(4) units. The lot 4a05349 was manufactured according to the wi version 59 manufactured in the machine sc04, on 01/feb/2024 with a total of (B)(4) units. The lot 4b03896 was manufactured according to the wi version 10 manufactured in the machine igtl 01, on 19/feb/2024 with a total of (B)(4) units. Trending: a query was run in database on 11/jun/2025 against malfunction code evaluated tubing is damaged (e.g. Kinked, deformed, twisted, collapsed or pinched) and lot 6008164 and no other complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.